Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record identified the following related repair: rpms were in specification. The control bar was loose. Calibrations were in at all readings. Dermatome was adjusted. All worn or damaged components were replaced. The device was tested and calibrated. The device passes all test and checks per procedures. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery the device had a vibration speed issue and performed sub optimally. The harvest increased defect area which resulted in longer healing. There was no delay reported. Due diligence is complete and there is no additional information available.